Manufacturer narrative:
Additional information: due to characterization limit e1 (additional initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer that during use, the cardiosave intra-aortic balloon pump had a gas loss alarm. But had pressed the iab fill key, which resolved the alarm. No patient harm or injury.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, e1 (initial rep name), e3, g2, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). The complaint was received through a direct call from the customer to the emergency support program. (B)(6) an ICU rn, called requesting assistance for an alarm, but was unsure of the name, but had pressed the iab fill key, which resolved the alarm. I instructed (B)(6) on steps to print out at trigger and an alarm log. She reported one recent gas loss alarm. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure she reported the patient had recently repositioned and had been coughing frequently. I reviewed the nature of the alarm with him and explained that it was likely triggered by the above clinical factors. I provided (B)(6) my direct phone number and asked her to contact me should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. I collected product surveillance information. No patient harm or injury. She appreciated the support provided and had no other questions. Notified (B)(6) via email. No patient harm or injury reported.

Event description:
N/a.